Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No. Work performed: observation ¿ could not duplicate the problem. Action taken ¿ performed system checkout and found no issues. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: (B)(6) shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not reproduced through an onsite inspection carried out by a field service engineer however the system was optimized for clinical use. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No additional information.

Event description:
Mps says that the surgeon thinks the pka tibial cut was inaccurate. When the cut was made on the medial tibial plateau, the implant was shifted way too far medial. They passed all presurgery checks and ensured the spread and registration were good. They parked correctly and did not force the arm. As reported via complaint form: surgeon believes cutting parameters were off. Case type / application: pka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.